Event description:
It was reported that an ilet bionic pancreas became nonfunctional after the touchscreen fractured; the event was associated with a highest blood glucose of 381 mg/dl for approximately two hours without use of backup therapy, and the device was replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this device revealed a fractured touchscreen consistent with a stress-related problem and the device problem localized to the touchscreen component, with the cause traced to user handling. It was concluded, based on previously established findings for similar reports, that the cause was user-related.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.